Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer and death. There was no report of medical intervention. The dreamstation auto CPAP device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device. There was no evidence of foam particles or degradation. If any additional information is received, a follow up report will be filed.